Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected pump errors during normal use. Blood glucose level at the time of the incident was 375 mg/dl. The customer stated the display was also blank with discolorations. The customer reported that the insulin pump alarmed battery out limit. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis